Manufacturer narrative:
The reader jcgx060-k1445 has been returned and investigated with retained test strips. Performed visual inspection on the returned reader and no issue was observed. The reader did not turn on when a retain strip was inserted. The reader did turn on when the button was pressed. The reader was sent for further investigation and de-cased. Visual inspection was performed on the reader, and evidence of debris inside the strip port was observed. This issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to his adc freestyle libre reader turning on with button press but not with test strip insertion. The customer experienced symptoms of hyperglycemia described as "dehydration, loss of taste and headache" and was seen at the emergency where the healthcare provider diagnosed him with hyperglycemia and provided unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Extended investigation concludes that precision strips are isolated to the meter only. For meters using precision strips, when the strip is inserted, the no-touch pin is pushed upwards and makes contact with the ground pin to power the meter on. Only the displacement of the pin powers on the meter, rather than carbon traces on the strip. The only function of the strip is to facilitate the movement of the pin, therefore, no strip-related investigation activities are performed. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to his adc freestyle libre reader turning on with button press but not with test strip insertion. The customer experienced symptoms of hyperglycemia described as "dehydration, loss of taste and headache" and was seen at the emergency where the healthcare provider diagnosed him with hyperglycemia and provided unspecified treatment. There was no report of death or permanent injury associated with this event.